Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false low sodium (na) result of 130mmol/l generated by the unicel dxc 600 synchron chemistry analyzer. When rerun on a different instrument, the na result was 135mmol/l and the result was amended. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc on the day of the event was within the lab's established ranges. A field service engineer (fse) went on-site and replaced a cracked electrolyte injection cup (eic) and verified calibration and qc. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.